Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance of >10,000 ohms on electrodes 4 and 5. It was noted reprogramming was performed without using electrode 4 and 5. It was stated the stimulation was working as before at the time of report. It was noted the patient status at the time of report was alive with no injury.